Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional stated the patient was discharged home, healed and followed up. Per healthcare professional, treatment was to prevent "infection, fat necrosis, scar." Patient is well but has got scar which will take time to settle.

Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 0.4ml juvéderm® volift¿ with lidocaine to marionette below angle of mouth and botox to glabella. The trainer did one side and the hcp did the other side ¿ r side. Hcp stated, ¿10 days after patient c/o of problems. R side ¿ tender area. Nodular, tender swollen area ? Some infection" at the juvéderm® volift¿ with lidocaine injection site. Hcp prescribed fluclox (oral) ¿as this could be skin infection due to normal flora.¿ patient returned a few weeks later ¿with small hole and pus coming out. Hcp made small incision to facilitate pus collection. Looked better and patient felt better. Still on abx.¿ a day later, patient contact hcp and stated, ¿it had flared.¿ a swab culture was taken, and the area was washed. Hcp noted, ¿area looks fine and they felt pus had been evacuated. Patient still on abx so should be fine.¿ a few days later, patient attended a&e ¿as very tender r side of face.¿ a&e sent patient to plastic surgery dept. Hcp arranged a u/s which showed, ¿there was a collection 17mm x 5mm. Very sore and tender.¿ hcp performed an incision extended to approx. 10 ¿ 12mm to evacuate. Clean, wash and giving IV abx.¿ patient has been in hospital since. Hcp reviews patient every morning ¿managing with small swab so the area remains open so the pus can come out. Swabs being taken before washing.¿ hcp prescribed oral abx and off IV abx per microbiologist advice. Hcp stated, ¿2 areas remain tender. Hcp will continue to review patient. Symptom resolution status unknown.